Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis found no anomalies were visually observed. Patient complaint confirmed. Led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they needed to have an MRI of their brain but they hadn't used the external eq uipment for over a year because the therapy just hadn't helped their symptoms "since about a year ago," but now the patient stated when they went to have the MRI, they were told to charge the implant up so they could put it into MRI mode but the recharger was not taking any power from the dock. Patient services asked the patient what they saw on the recharger that made them think it wasn't charging and the patient stated the little blue light kept going back and forth and the lights just kept scrolling up and down and that they left it on all night but it still wouldn't take any power at all. Patient services reviewed with the patient that the blue light was associated with the blue and white communicator and confirmed with the patient that they were truly talking about the recharger and the patient confirmed that "yes," it wasn't the communicator they were talking about, it was "the big blue and white piece" that they put on the dock and the lights were rapidly scrolling. Patient was at the MRI facility and not with the recharger at the time of the call so no further troubleshooting could be done. The caller was going to call back to provide the serial number of the recharger and continue troubleshooting. Did not ask any further event questions including hcp information as the patient was actively trying to hang up to leave the clinic. Patient will call back. Documented reported event. No further action was taken by patient services. Additional information was received from the patient. The patient called back for additional troubleshooting. Patient reported scrolling battery light on the recharger. Attempted reset and the recharger was not responsive. Requested repair replacement.